Event description:
It was reported that the patient was unable to get the ipg out of hibernation mode. The patient underwent an explant procedure. The explanted ipg was discarded by the medical facility.